Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and diabetic ketoacidosis. Customer's current blood glucose level was 150 mg/dl. Troubleshooting was performed. Customer treated their diabetic ketoacidosis via insulin drip. Customer advised they experienced blood clots in their lungs. Customer was advised to monitor their insulin pump and treat their diabetic ketoacidosis via healthcare provider's instructions. The insulin pump will not be returned for analysis.